Event description:
It was reported that this was a vessel closure of a right common femoral vessel using a starclose se after an angioplasty and stenting procedure. Reportedly, it was a challenge to split the sheath in step 3. The exchange sheath was not split completely. Thumb advancer deployment was completed with the #3 clicking into place. The clip was deployed successfully at the access site and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cut was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported failure to cut appears to be related to device angle changed during thumb advancer/slider stroke such that the garage leaves interacted with the flex-guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.